Manufacturer narrative:
MDR . / initial 1 of 3. Name: tandem country: united states of america street: 11045 roselle street 2: suite 200 city: san diego state: california zip code: 92121. Based on the available information, this event is deemed to be a serious injury request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.

Event description:
It was reported that patient experienced high blood glucose and got treated with correction injection via multiple daily injections on (B)(6) 2026.